Event description:
When the clamp was released to check the proximal anastomosis, the graft leaked approx 50cc of blood from its walls. Hemostasis was achieved and the graft was left in. The pt's condition is fine.